Manufacturer narrative:
(B)(4). Event description: it was later clarified by the customer in a response to a request for additional information that the pacemaker was able to be implanted surgically and the procedure was completed successfully. Corrected information: event description: the subclavian vein was punctured with a 21 gauge (g) needle as opposed to an 18g needle as delineated in the initial report. The event is currently under investigation. A supplemental report will be provided upon conclusion. .

Manufacturer narrative:
Investigation - evaluation a review of the complaint history, drawings, device history record, manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. One used micropuncture transitionless access set was returned with only the wire guide. The wire guide was elongated at the distal end. The distal solder was not connected to the core wire. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record showed one nonconformance. However, all nonconforming product was re-worked prior to the final lot being completed. There was one other reported complaint for this lot number. Based on the information provided, examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
During a pacemaker implantation, an 18g needle from the micropuncture transitionless access set was used to puncture the subclavian vein. As the physician felt resistance when inserting the wire guide into the patient, he attempted to remove it. The wire guide became stuck outside of the subclavian vein inside of the fascia. The physician attempted to pull with strong force and the wire guide's spring coil in the distal site became elongated. The patient was taken to an operating room, and the wire guide was able to be successfully surgically removed. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.